Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During setup there were noted purge issues with the console. The automated impella controller had to be changed out. The case then proceeded as usual.

Manufacturer narrative:
The investigation for the console (aic) purge issues has been completed. The device nor the data logs were returned for evaluation. The root cause of this issue could not be determined because the console was not returned. B.7 information was added as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26417. E.1 added us phone number and fax number as they were inadvertently omitted from the initial manufacturer device report number 1220648-2025-26417.